Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: father called from the doctor's office and reported blood glucose (bg) of 280 mg/dl - "hi" over the last week. Patient reports being thirsty with high bg but no nausea, vomiting, or ketones. Customer technical support (cts) review of the pump found no associated alarms in history, basal history does not match basal setting, pump is programmed to deliver 16.20 units from basal for 24 hours. On (B)(6) 2013 pump only delivered 15.6 units and 15.47 units from basal. Pump was not suspended or set to a temporary basal nor were the basal rates recently adjusted. Bolus history is also incorrect. Father reports patient bolused last night around 9:20p for dinner, around 8am today and then a little later today as well. Pump tdd shows 0 units of basal delivered today and the bolus history shows the last bolus programmed was (B)(6) 2013 at 6:14p. No issues with prime history. Pump has not been suspended. Cts advised the father to have patient go on an alternate delivery method. This complaint is being reported based on the allegation that a patient on pump therapy experienced hyperglycemia related to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the basal history shows a 0.650unit basal rate was set on (B)(6) 2013. The history indicates that this basal rate was not changed until (B)(6) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The black box shows that on (B)(6) 2013 at 12:56 a "partial delivery, user aborted" alarm was emitted and the bolus history shows that 0.0 of a 2.7unit bolus was delivered. A normal 10unit bolus and a 10unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was observed. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.